Event description:
During implant procedure, it was noted that the helix of the right ventricular (rv) leadless pacemaker (lp) became stretched. The rv lp was not implanted. The patient was stable with no consequences.